Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the permanent cautery spatula (pcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations confirmed the reported symptom detail complaint "physical damage." The pcs instrument was found to have an ear of the distal clevis broken. The broken piece was not returned, measuring roughly .235 x .274 in size. This failure is most commonly caused by overloading at the instrument tip. As a result of the breakage, the conductor wire appears dislodged at the wrist. For clarification, there was no wire damage observed. Also, the pcs instrument was found to have a broken monopolar yaw pulley. Broken piece is missing as a result of breakage. Size of missing piece is approximately .058 x .096. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Due to the damages, the conductor wire cap was dislodged from its normal position. The cap was not returned. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. The pcs instrument was also found to have a dislodged ceramic sleeve on the distal yaw pulley. There was no missing material. This complaint is a reportable event due to the following conclusion: failure analysis acknowledges that a fragment was broken from a portion of the device that enters the patient (distal end). Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the permanent cautery spatula (pcs) instrument had a broken cable. The piece of plastic on the cable broke. The procedure was completed with no reported injury.